Manufacturer narrative:
The investigation was based on the reported event and log analysis of the affected v800 device. The log file confirmed that the ventilator issued the alarm message ¿device failure (01)¿ at the reported time. This alarm was raised in specified reaction on a pneumatic power release initiated by the hardware safety circuit. The review of the log file revealed that a very short tank overpressure signal was triggered. Based on error message in relation to the software design it could be concluded that this error entry had no relation to an actual tank overpressure and is therefore considered a temporary artefact or interference. The root cause of the short signal could not be determined, and there is no indication of a permanent hardware malfunction. The ventilator reacted as specified on a detected failure of the internal safety system and opened the breathing system to the ambient with accompanying alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective.

Event description:
The users reported the vent giving alarm ¿device failure (01)¿. No patient injury reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : device investigation on-going

Event description:
The users reported the vent giving alarm ¿device failure (01)¿. No patient injury reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.